Event description:
Silicone dow implants gave pt autoimmune diseases.- lupus, fibromyalgia, chronic fatigue, immune dificiency, teeth problems, degenerative disc disease, to name a few. Reporter discovered symptoms about 4 years after implant. No one knew at that time what affect the implants could or would cause. Their surgeon only said they'd have nice breasts even in the nursing home, -ha-ha-assuming they'd live long enough to be in one. They ruptured some time ago, it wasn't until their dr ordered the new MRI mammogram, after pt was complaining of fire like pain in their chest. Needless to say, pt visited and paid 5 plastic surgeons for their advice. They all said the silicone had to be removed and pt "would not handle no breasts" after 30 years of beautiful ones. Pt listened. Huge mistake, now 19 days post surgery of saline mcghan implants-pt is probably worse than ever. Pt is in so much pain and all other symptoms are aggravated. Waiting to get the courage to have them removed, pt is so beat up, it scares them to think of another surgery. Well-that's where they're at.